Event description:
This is being filed to report a mitraclip clip delivery system (cds) that was difficult to remove after device misuse. It was reported that a patient presented with grade 3-4 functional mitral regurgitation. During a mitraclip procedure, when it came to insert the xtw clip delivery system (cds) into the steerable guide catheter (sgc), it was noted that the stopcock on the clip introducer was open when the clip was in the hemostasis valve. The open stopcock caused air to enter the hemostasis valve of the sgc. While the cds was retracted out of the sgc, there was resistance and difficulty removing from the hemostasis valve. Additionally, the blue sleeve on the clip introducer was caught on the clip arm and torn when the clip was pulled out. The cds device was replaced and the procedure was completed with the mr reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter (sgc) is filed under a separate medwatch report. 2017 improper or incorrect procedure was applied for not closing the stopcock of the clip delivery system (cds) before entering into the sgc.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported retraction problem (clip introducer) appears to be due to user technique of sliding the clip introducer over the clip. The reported difficult to remove (cds/sgc) was a cascading effect of the reported retraction problem (clip introducer). The reported material split, cut or torn was a cascading effect of the reported difficult to remove (cds/sgc). The reported improper or incorrect procedure or method associated with open stop cock while inserting the cds into sgc was due to user error. There is no indication of product issue with respect to manufacture, design or labeling.